Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender guidewire was returned for product evaluation. Visual inspection revealed that there were no bends or kinks observed on the guidewire. The floppy weld end was viewed under microscope and uncoiling was observed. Measurements of the guide wire were taken and the diameter throughout the wire is 0.508 mm which is within manufacturer specification. The guidewire was inserted in a needle from product code 80-1060; the guidewire could not be inserted into the needle cannula. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender wire would not thread through the needle. The procedure was a success. Additional information was received on 24oct2019. The procedure being performed was a left heart catheterization via a radial approach. Another wire or a new glidesheath kit was used to resolve and complete the case. The patient was in stable condition.